Manufacturer narrative:
(B)(4). Date sent: 08/03/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to a laparoscopic colostomy procedure, trocar was tested and blade would not retract. Case completed with another trocar of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92w41. The analysis results of the d5lt found that it was received with the reset button in armed position thus no testing could be performed to evaluate the incident reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.